Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was successfully repositioned due to dislodgement. The lead remains actively implanted.

Manufacturer narrative:
On (B)(6) 2018 we were notified that this lead was explanted and replaced during a device change out.